Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. Leakage (backflow) was confirmed at the fill-port. The assignable cause was insufficient bonding. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device had a backflow. The event occurred during filling at the filling port. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.